Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a seating/locking issue involving a restoration modular body was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection: there is slight discolouration on the coated surface of the cone body and scratching on the trunnion, most likely due to implantation attempts. There is damage observed on the first thread of the returned bolt. Dimensional inspection: the restoration modular body was dimensionally inspected and failed for diameter and concentricity. This damage was most likely caused by attempted assembly. As per the DHR, diameter and concentricity were 100% inspected during the manufacturing process and passed. Material analysis: the report concluded: the submitted cone body taper was likely damaged during an attempted engagement with a distal stem component (not returned). The asymmetrical damage pattern suggests that the stem trunnion was not aligned properly within the cone body taper. The cause of this condition could not be determined in this analysis. Damage to first thread of the locking bolt was likely caused during the attempted implantations. No material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined however the observed damage to first thread of the locking bolt was likely due to implantation attempts and damage on the body is consistent with the stem trunnion not being aligned properly within the cone body taper during attempted implantation. There is no evidence that the event was material or manufacturing related.

Event description:
It was reported that cone body would not engage with implanted stem, went to a 23 x 30 body with no difficulty. Was unable to engage screw with body after five attempts.

Event description:
It was reported that cone body would not engage with implanted stem, went to a 23 x 30 body with no difficulty. Was unable to engage screw with body after five attempts.